Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient's mother stated the patient's bg levels were high all day and they would not come down. They ended up taking the patient to the emergency room because they had moderate ketones as well as high bg levels. Patient's mother stated the patient was put on intravenous therapy and was given insulin manually.